Manufacturer narrative:
Full UDI not available due to missing lot number.

Event description:
It was reported that a piece of the cannula was left in the pedicle of the patient. The procedure was cancelled and no adverse consequences or medical intervention to prevent permanent impairment were reported.